Event description:
The customer reported via phone call that the buttons were not functioning on the insulin pump when she attempted to give a bolus. Customer's blood glucose at the time of the incident was 452 mg/dl. Customer treated with a back-up plan of insulin and syringe. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump had a minor scratched lcd window, cracked battery tube threads, and a cracked reservoir tube lip.